Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
"The product, during infusion, leaked by crack, between the tube and the central catheter connection".